Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented with episodes on non-sustained rv oversensing due to post-paced t-wave oversensing. The device was post-paced t-wave oversensing on the ventricular lead. The patient did not receive therapy during the oversensing. The oversensing was noted on a stored egm. Programming changes were recommended and made during the device check. Dft and further actions will be discussed with the physician.

Event description:
New information received notes that recommended changes were made and the patient remained stable during and after the programming changes.

Event description:
New information received notes that when an asymptomatic patient presented in the hospital due to unrelated health issue, post-paced t-wave oversensing was observed again on stored egms. It is unknown what other health considerations or new medicines may have been administered that could have caused this new oversensing. Programming changes were recommended.